Manufacturer narrative:
Product event summary: the full lead was returned, analyzed and no anomalies were found. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure, the right atrial (ra) lead exhibited noise. The ra lead was removed and replaced. The replacement ra lead also exhibited noise. It was further reported that the implantable pulse generator (ipg) exhibited an issue with its header. The ipg was removed and replaced. The replacement ra lead was connected to the new ipg and they both remain in use. No patient complications have been reported as a result of this event.